Event description:
Reporter indicated that the pt's device was registering high impedance. It is unk on which diagnostic test the high impedance was found. X-rays were taken, and a copy sent to the manufacturer for analysis. No anomalies that could be causing the reported high impedance could be visualized, however, there was a portion of the lead which could not be assessed, thus a device failure could not be ruled out. All attempts for further information from the pt's physician have been unsuccessful to date.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.